Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during the rewind process. The patient's blood glucose at the time of incident was normal and did not require medical treatment. The drive support cap was loose and sticking out of the insulin pump. The insulin pump was not returned for analysis.